Manufacturer narrative:
The device was received from baxter puerto rico and an evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The system error 345 was verified. The cause was determined to be the upstream sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump at baxter puerto they experienced a system error 345 (thermistor disparity) alarm. No additional information is available.